Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation results: summary: a sample was not available for evaluation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported a bd ultra-fine¿ pen needle broke off in a patient's skin during the injection procedure. The needle which had broken off into her tissue was able to be retrieved with tweezers by her husband. There was no report of exposure, serious injury or medical intervention.